Event description:
Edwards received information that a patient with a 19mm 3300tfxj aortic pericardial valve, implanted approximately six (6) years and three (3) months, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation secondary to structural valve deterioration. A 20mm sapien 3 transcatheter valve was implanted in replacement. The patient status was reported as 'recovering'. After being hospitalized due to cardiopulmonary arrest, infective endocarditis was indicated in the mitral position. The heart team decided to perform mitral valve replacement and tricuspid annuloplasty first. On postoperative day four (4), the valve-in-valve procedure was performed. Per the doctor, there was no indication of infective endocarditis in the aortic position. Type and source of infection were not reported.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Edwards received information that a patient with a 19mm 3300tfxj aortic pericardial valve, implanted in the aortic position approximately six (6) years and three (3) months, underwent a valve-in-valve procedure due to aortic stenosis and paravalvular leakage secondary to structural valve deterioration. A 20mm sapien3 was implanted in replacement. The patient status was reported as 'recovering'. After being hospitalized due to cardiopulmonary arrest, infective endocarditis in the mitral position and severe tricuspid regurgitation were indicated, along with pulmonary hypertension. The heart team decided to perform mitral valve replacement and tricuspid valve repair first. On postoperative day four (4), the aortic valve-in-valve procedure was performed. Per the doctor, there was no indication of infective endocarditis in the aortic position. The causative germ and source of infection were not reported.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. This event was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration, including hemodialysis. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.